Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 29mm valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 4 years and 10 months due to a leaflet retraction leading to a mix of stenosis and regurgitation. A 29mm transcatheter valve was implanted successfully within the surgical edwards device using the transeptal approach. Patient outcome was good.

Manufacturer narrative:
Additional manufacturer narrative: updated sections event and device manufacture date.

Event description:
Edwards received notification that this patient with a 29mm valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 4 years and 10 months due to a leaflet retraction, thickened and hypomobility leading to a mix of stenosis (29/14 mmhg, area 0.9) and regurgitation. A 29mm valve was implanted successfully within the surgical edwards device using the transeptal approach. Patient outcome was good.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.